Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of event are consistent with complaint and show that 8 days after support started, the placement signal suddenly became unreliable. Console and its optical system was tested, but the issue was not reproduced. The behavior of opm signals in lt/rt log files, however, is consistent with a failure of optical bench or its lamp assembly. The root cause of the automated impella controller issue was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. While on support, the automated impella controller (aic) displayed a placement signal unreliable. Support was continued, and the patient was successfully weaned off the device.